Manufacturer narrative:
Exact event date is unknown.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to inflate. Also, the patient noticed spontaneous deflation. The patient is scheduled to meet with his physician. No patient complications reported.